Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported receiving low sensor scans of 34 mg/dl, 52 mg/dl, and 74 mg/dl when compared to a competitor brand device results of 276 mg/dl, 110 mg/dl, and 381 mg/dl. Based on the sensor scans, the customer self-treated with food however, corrective treatment of insulin (type/dose unknown) and serum were provided by a third party. No further information was provided. There was no report of death or permanent injury associated with this event.